Event description:
The customer reported the system displayed an error message during boot up and would not emit x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated some circuit boards. The system operates as intended.